Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A device has been received, however clarification is requested whether the product belongs to this complaint. The following information was requested: our failure analysis lab received an additional device with reference to this complaint, it was reported a product vr2253; lot# av9190 and it was received (10 osp) vr2253; lot# av9190 and (4 osp) j324h; lot# tabcwjt0. 1. Could you please clarify if additional device j324h; lot# tabcwjt0 belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. H3 investigational summary: the product was returned to ethicon for evaluation. Ten unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The tip and body of the needles were examined, and no issues related breakage needle were observed during the evaluation. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no breakage needles were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: in which tissue structure is the broken needle suspected to be retained? Are there plans to continue looking for the needle in the patient? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The scanner performed on 20 feb did not reveal the presence of the needle. It must have fallen into compresses or into a field. There was no reoperation on the patient. The consequences for her are an additional examination to verify the presence or not of the needle. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the re-suturing of a perineal suture, a needle broke in the patient's muscle at the site of the thread insertion. A piece of the needle < 1mm remained attached to the thread (thread not kept). The needle could not be retrieved by the midwife or the on-call doctor. An x-ray was taken on site but was not conclusive. A scan was performed the next day, the needle is not visualized, could it have fallen into compresses or a field. There were no patient consequences reported. Additional information was requested.